Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8360834, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-26. Medical device lot #: 8360839, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-26. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter in the syringe and on the plunger. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309653, batch no.: 8360834, 8360839. It was reported that white particles were present on the syringe plunger. It was also reported a black piece in one syringe. It was also reported that there was a hair inside the sterile packaging. Here are the closure letters we received on the syringes with a couple of issues my staff found. I haven¿t heard anything yet on the white particles that I mentioned today. The little black piece noticed was just in a syringe we found today. It was a different issue that I escalated to a sales person (outside of bd). I have not escalated these other issues to a sales person yet. I am mostly wondering about the white particles found on the end of the syringe plunger.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter in the syringe and on the plunger. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309653. Batch no.: 8360834, 8360839. It was reported that white particles were present on the syringe plunger. It was also reported a black piece in one syringe. It was also reported that there was a hair inside the sterile packaging. Here are the closure letters we received on the syringes with a couple of issues my staff found. I haven¿t heard anything yet on the white particles that I mentioned today. The little black piece noticed was just in a syringe we found today. It was a different issue that I escalated to a sales person (outside of bd). I have not escalated these other issues to a sales person yet. I am mostly wondering about the white particles found on the end of the syringe plunger.

Manufacturer narrative:
Investigation: four samples were received. Visual inspection was first performed under a 10x magnifier lens and then under the microscope. One of the sealed packaging blisters has a black string inside the packaging that it is a piece of rubber ¼¿ l x 1/32¿ w. The other three samples didn¿t show any foreign matter or any other defect. Failure mode is verified. It is unknown where the rubber piece came from but it was allowed inside the sample during the packaging process and was missed by personnel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.